Event description:
It was reported that the patient presented to the clinic with an infection in the implanted device pocket, the patient experiencing fever, redness, and swelling at the site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator, right ventricular lead and atrial lead due to infection. On (B)(6) 2026, a new system was implanted. The patient was in stable condition.